Manufacturer narrative:
Initial and final MDR (B)(4) - device 3 of 4. H11:since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states on (B)(6) 2024, it was reported that the patient faced abscess after removing the infusion site and increased needs for insulin due to the infection. The patient went to emergency room due to high blood glucose levels and received intravenous fluids and insulin. The patient also reported that she was unwell and was on her way back to the emergency room. No further information available.